Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle was clogged by a non-organic amalgam of translucent and fibrous material. Additional findings included: the bending section cover (a-rubber) glue had separated, the contact pins of the electrical connector (el-connector) were corroded. Also the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultra sound gastrovideoscope was returned for hygiene control and plasma treatment related to an unknown failure. Inspection and testing of the returned device found the air water nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material made of translucent and fibrous deposits that would very likely have accumulated during reprocessing, and whose exact nature or design could be neither determined nor removed was clogging the nozzle. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.